Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited possible double-counting of p-waves. The stored electrograms in ICD memory showed normal sinus rhythm, while the stored r-r interval measurements indicated a faster rhythm. Further testing found that the ICD was working ok and the problem did not recur. The patient will continued to be monitored. No changes were made to the system at this time.